Manufacturer narrative:
H10: additional manufacturer narrative. Updated h6 per new information received.

Manufacturer narrative:
Reference CAPA-20-00141

Manufacturer narrative:
Additional manufacturer narrative: av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac).av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed, and the ventricle is reapproximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. The device was not returned for evaluation, as device return follow-up is ongoing. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number (B)(4).

Event description:
It was learned via medical records that a 29mm mitral valve was explanted at implant due to av groove tear. A 27mm valve was implanted. Patient was discharged in stable condition on pod #23. Per medical records, intra-operatively, upon implanting the 29mm valve, bright red blood was seen coming from the underside of the heart. This was suggestive of an av groove tear. The patient was re-arrested and the valve was removed. A single linear tear was identified between 3 and 4 o'clock in the surgeon's view. This was primarily repaired with a bovine pericardial strips in 2 layers and a bovine pericardial patch. Tee demonstrated reasonably well-preserved left ventricular function. The replacment valve was seated appropriately with no perivalvular leak. At the end the operation the patient was transported to the cpacu in critical condition on moderate inotropic support. Patient was successfully extubated on pod #6. On pod #11 due to increasing r pleural effusion and increased work of breathing, a semi emergent chest tube was reinserted on the right chest. On pod #12 patient also found to be in afib with rvr. On pod #16 patient underwent mediastinal exploration + evacuation of pericardial hematoma and pleural effusions. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.